Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing noted on the right atrial (ra) channel that resulted in inappropriately stored atrial tachy response (atr) events. Boston scientific technical services (ts) was contacted and reviewed the atr episodes. It was noted that the device was oversensing the respiratory rate trend. Ts also discussed that the impedance on another manufacturer's ra lead generally was around 400 ohms but there were several spikes to approximately 1600 ohms. At this time the clinic has opted to continue to monitor the patient and the cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in service. No adverse patient effects were reported.